Event description:
It was reported, the pt is experiencing a sharp shooting pain at her ipg site with stimulation on or off. The pt was advised to consult her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.